Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high and low blood glucose. Customer¿s low blood glucose was 47 mg/dl. Customer¿s high blood glucose level was 525 mg/dl. Customer also specified other relevant blood glucose level was 281 mg/dl. The product will not return for analysis.